Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/05/2019. The customer's biomedical engineer confirmed the reported crossover circuit fault issue. The customer's biomedical engineer replaced the crossover solenoid assembly to address the reported issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported the crossover test failed. There was no patient involvement.